Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power, and was making excessive noise. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from colombia that during service and evaluation, it was determined that the coupling of the compact air drive device could not engage the attachment device. It was further determined that the device failed pretest for check the power with test bench, check for excessive noise, check for air leak, check attachment coupling with attachments, check the attachment coupling, and general condition. It was noted in the service order that the attachment could not be attached to the associated motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.